Event description:
The surgeon reported 4 pts who had clear corneas one day post-op developed descemet's fold two weeks later with slight corneal edema and decreased vision. The surgeries were completed in 2008, all on the right eye. The phaco tip and sleeve (single use devices) were re-used 20 times. The surgeon treated the pts with antibiotics and pred forte to resolve the descemet's folds. The surgeon stated there was no pt harm.

Manufacturer narrative:
No samples will be returned for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.